Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 10/30/2015, a medtronic representative, following-up at the site reported the navigation system did become unresponsive again, on 10/29/2015, however, a hard re-boot restored normal function and everything was fine. A cranial procedure was successfully performed later that same day, with no issues. Return requested. Replacement computer shipped to site 11/02/2015. Medtronic investigation of returned suspect computer finds that the computer booted and launched cranial application with no problem. Left application running over the weekend and was still responsive and functioning properly afterwards. Computer then passed all testing with no problem found. Device found to be fully functional. On 11/03/2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 11/12/2015, software investigation completed. Findings recommend replacing the computer. On 11/12/2015, a medtronic representative, following-up at the site, reported that replacing the navigation system computer resolved the issue; the system is functioning normally.

Event description:
A medtronic representative reported that, while in cranial software after importing, the navigation system screen became unresponsive and started flickering, then completed a hard shut-down. A few minutes later, when bypassing the network port to the computer and closing the right hand cover, the mouse became unresponsive. Checked all the connections, however, the mouse was still unresponsive. A hard shut-down restored normal function. The medtronic representative performed 6 hard shut-downs before the navigation system functioned normally. There was no patient present when this issue was identified.